Event description:
It was reported that the surgeon had two k-wires break while performing an open reduction internal fixation to treat a medial epicondyle fracture of the distal humerus. The surgeon successfully drilled for the 3.5 cannulated screws and implanted the screws. When attempting to pull out the first k-wire, it broke. The surgeon was able to remove the broken fragment easily without further intervention and it was discarded. The second k-wire broke off, and it was buried deep in the bone. The surgeon elected to leave the fragment within the patient and there is no future procedure planned to retrieve the fragment. There was a delay in the procedure of three minutes. X-rays were taken to confirm the location of the fragments. The surgeon was able to complete the procedure successfully without any harm to the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Additional product code: bolt, nut, washer htn device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.